Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer also reported that the insulin pump is in a different language. Customer's blood glucose reading was 35 mg/dl. Assisted customer with changing the language on the pump. However, customer declined to troubleshoot for low blood glucose levels. Product is not being returned or replaced.